Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that a leak was found on the balloon while it was placed at the lesion and pressure was applied to inflate. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the balloon catheter was returned without any blood visible. There was dried contrast visible in the inflation lumen. The balloon had loose folds. There were three kinks in the proximal shaft 7 mm, 23 cm and 61 cm distal to the strain relief tubing. There was not other damage noted to the balloon catheter. The inflation device used in the procedure was not returned. A new indeflator, filled with water, was used to pressurize the balloon to the rated burst pressure. Due to the dried contrast, fluid would not advance through the balloon catheter. The balloon was left pressurized overnight. There was longitudinal rupture at the proximal edge of the distal marker band for length of 1 mm. There was a longitudinal scratch on the balloon along the rupture for a length of 2mm. Product performance engineering reviewed the incident info and the returned device analysis. It was reported that there was a leak in the balloon during the procedure. Analysis of the returned device confirmed the presence of a longitudinal rupture in the balloon, along with a scratch running parallel to the rupture. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, excessive applied pressure, or insufficient preparation prior to use. The pt anatomy was not described in the case details, which may have aided the investigation. It is possible that the balloon material was damaged (scratched) during interactions with other devices or the pt anatomy, such that the balloon ruptured upon inflation. There were three kinks noted in the voyager hypotube, though these were not mentioned in the incident info. It is likely that the kinks were the result of handling after the procedure as the device was packaged and shipped back to abbott vascular. Based on the incident info and returned device analysis, it appears that the balloon rupture was the related to damage of the balloon surface. A review of the finished device lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.